Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at implant, when the right ventricular (rv) lead was removed from the package it was seen the helix was partially extended. Then when exercising the rv lead helix on the table before implant it took more than 28 turns on two separate times to get the helix to extend. The rv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.